Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red, itchy, and on the patients back. The patient has no known allergies. There was no alleged device malfunction contributing to the irritation. The patient initially used neosporin and an anti-itch cream on her own, but then she was prescribed hydrocortisone by a medical professional. Follow up indicated the irritation improved.